Event description:
It was reported that the communicator blew up. A boston scientific company representative reported that no physical injury or medical treatment was needed. The company representative opted to replace the communicator. The communicator was deactivated. No adverse patient effects were reported.